Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for an examination and erosion of the pocket site was observed and infection was noted. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and will be replaced in the future by a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.